Event description:
It was reported that the right atrial lead exhibited loss of capture. Fluoroscopy confirmed the lead had dislodged. The lead was explanted and replaced. The patient was asymptomatic.